Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Medical records have not been provided by the patient's attorney. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. It is alleged the patient experienced infection, fistula, adhesions and recurrence. Adhesions, fistula and recurrence are all listed as known possible adverse reactions in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." With the currently available information, no conclusion can be drawn. A second MDR was created to address the other composix kugel mesh device implanted during the same procedure. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2003: the patient underwent hernia repair surgery. Two bard composix kugel hernia patches were implanted. On (B)(6) 2015: it is alleged that the patches' memory recoil rings broke, causing significant damage to internal organs, including without limitation, enterocutaneous fistula and chronic infection. On (B)(6) 2015: the patient was compelled to undergo additional surgery including laparotomy, lysis of adhesions, removal of infected mesh, primary repair of ventral hernia and component release. It is alleged that the patient has had a large open wound with enterocutaneous fistula, which will require additional surgical repair in eight to twelve months. The patient's attorney alleges the patient experienced infection, adhesions, recurrence, fistula, pain and suffering as well as disability.

Manufacturer narrative:
Addendum to the initial report. Based on patients medical records, there is no way determine to what extent the composix kugel patches (#1 & #2) may have caused or contributed to the issues experienced following the 2003 implant as the patient had multiple comorbidities, as well as surgeries, chemotherapy and radiation treatments along with significant weight loss and gains. The medical records provided do not indicate any type of ring break as was originally alleged. The fistula the patient was treated for was not identified in the initial explant procedure; however, is noted to have been found in the subsequent procedure; therefore it is not clear if the fistula was present at the time the mesh was implanted or if this occurred following explant. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of the patient's medical records provided to davol by the patient's attorney: the patient developed an abdominal hernia and on (B)(6) 2003 underwent repair with implant of two bard/davol composix kugel hernia patches. Postoperatively the patient developed a fluid pocket in which he underwent drainage. This eventually healed and the patient recovered well. Medical records note in 2006 the patient was diagnosed with breast cancer and underwent a bilateral mastectomy. Following the surgery, the medical records indicate the had some wound healing complications with infection. Abdominal and pelvic CT scans revealed the patient had a stable, lower abdominal hernia noted to have been present since the 2003 surgery. No treatment indicated. On (B)(6) 2015 an abdominal CT scan noted a fluid pocket and on (B)(6) 2015 a CT showed "postoperative distortion of intra-abdominal wall with irregular mesh device" with suspected fistula. The patient underwent CT guided drainage of the fluid and drains were placed; however the patient continued to experience purulent wound drainage and the mesh became infected. In (B)(6) of 2015, the patient underwent explant of both composix kugel hernia patches and implant of a non-bard/davol vicryl mesh. Op dictation noted "an enterocutaneous fistula was not found after at least one hour of diligent searching. Lysing of adhesions exploration of the bowel and re-exploration of the bowel that was stuck to the mesh," however on (B)(6) 2015 the patient was returned to the operating room and op dictation noted a fistula was found and repaired.